Manufacturer narrative:
Device evaluated by MFR: the pump, shaft, and tip were microscopically examined and there were no damage or irregularities. A functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was further reported that a complete flush and purge was able to be completed. While in thrombectomy mode, once the device was inside the patient, they aspirated little bit and then the error was immediate. They were unable to aspirate at that point.

Manufacturer narrative:
Updated: describe event or problem (B)(4).

Event description:
It was further reported that a complete flush and purge was able to be completed. While in thrombectomy mode, once the device was inside the patient, they aspirated little bit and then the error was immediate. They were unable to aspirate at that point.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a check saline line error appeared on the console. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the iliac vein. The catheter was primed. During the procedure and inside the patient, about 50 seconds in, the check saline line error came up on the console. There was also saline leaking near the catheter pump. The procedure was completed with a different device. There were no patient complications reported and the patient is fine.